Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead indicated stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758 lead, implanted: (B)(6)2003; 4269 lead, implanted: (B)(6) 1993. (B)(4)

Event description:
It was reported erosion occurred. The implantable cardioverter defibrillator (ICD) system was explanted and later replaced. It was further reported that during explant of the left ventricular lead, the locking stylet did not reach the ring electrode and a fracture occurred in the lead when pulled back to the mid superior vena cava. A lead fragment was removed via snare through the right femoral vein. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.